Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a varipulse¿ bi-directional catheter and the patient experienced a silent cerebral infarction. First, it was reported that during lpv (left pulmonary vein) ablation, error 116 occurred and the varipulse¿ catheter display disappeared and error 42 occurred. The issue was improved by replacing the cable; however, the same errors recurred during ablation. The issue was resolved by replacing the varipulse¿ catheter with a new one. Then, it was reported that the patient developed a scl (silent cerebral infarction). Magnetic resonance imaging was performed, and lesions were observed in two locations: the cerebellum and the thalamus, with a relatively large infarction noted in the thalamus. No symptoms were observed. Hospital stay was not extended. The first and second physicians viewed this as likely an unavoidable, incidental scl, rather than being attributable to bwi (biosense webster inc.) Products. The first physician considered that bwi products were unlikely to be attributable to the event, and the event was more likely due to patient-related factors. There were 26 pfa (pulsed field ablations), 78 applications were performed, all within the pulmonary veins.